Event description:
Patients one pump has problems with cartridge loading in. Therapy not interrupted. She does not have sn as she is home, she will call back. No other information available. Did the patient have backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Strength: 2.5mg. Dose or amount: 26.5 nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.